Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. She didn't present a personal relevant medical history. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), headache ("constant headaches"), arthralgia ("joint pain"), hypoaesthesia ("numbness of arms and legs"), back pain ("lower back pain"), muscle spasms ("hand cramps"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dermatitis contact ("contact allergy nickel sulphate") and menorrhagia ("menorrhagia"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (hysterectomy and double / salpingectomy (preserving her ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, headache, arthralgia, hypoaesthesia, back pain, muscle spasms, amnesia, depression, anxiety and dermatitis contact had resolved and the menorrhagia outcome was unknown. The reporter considered amnesia, anxiety, arthralgia, back pain, depression, dermatitis contact, genital haemorrhage, headache, hypoaesthesia, menorrhagia, muscle spasms, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: a new reporter type (lawyer) and a new adverse event (menorrhagia) were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. She didn't present a personal relevant medical history. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), headache ("constant headaches"), arthralgia ("joint pain"), hypoaesthesia ("numbness of arms and legs"), back pain ("lower back pain"), muscle spasms ("hand cramps"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety") and dermatitis contact ("contact allergy nickel sulphate"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (hysterectomy and double / salpingectomy (preserving her ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, headache, arthralgia, hypoaesthesia, back pain, muscle spasms, amnesia, depression, anxiety and dermatitis contact had resolved. The reporter considered amnesia, anxiety, arthralgia, back pain, depression, dermatitis contact, genital haemorrhage, headache, hypoaesthesia, muscle spasms, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "mirena was inserted in an essure user" on (B)(6) 2016. The patient's medical history included nickel sensitivity on (B)(6) 2016. She didn't present a personal relevant medical history. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), headache ("constant headaches"), arthralgia ("joint pain"), hypoaesthesia ("numbness of arms and legs"), back pain ("lower back pain / lumbar pain"), muscle spasms ("hand cramps"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dermatitis contact ("contact allergy nickel sulphate ") and heavy menstrual bleeding ("menorrhagia / cycles of 15 days and sporadic intermenstrual bleedings / hypermenorrhea"). The patient was hospitalized from (B)(6) 2018. The patient was treated with levonorgestrel (mirena) and surgery (hysterectomy and double / salpingectomy (preserving her ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, headache, arthralgia, hypoaesthesia, back pain, muscle spasms, amnesia, depression, anxiety and dermatitis contact had resolved and the heavy menstrual bleeding had not resolved. The reporter considered amnesia, anxiety, arthralgia, back pain, depression, dermatitis contact, genital haemorrhage, headache, heavy menstrual bleeding, hypoaesthesia, muscle spasms, pelvic pain and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): coagulation test - on (B)(6) 2016: without anomalies. Cytology - in (B)(6) 2015: normal. Full blood count - on (B)(6) 2016: without anomalies. Gynaecological examination - on (B)(6) 2016: normal; on (B)(6) 2016: endometrium without pathologies. Physical breast examination - on (B)(6) 2016: no pathological findings. Ultrasound scan - on (B)(6) 2012: successful placement. 3 turns in right tube, 3 turns in left tube. Ultrasound scan vagina - on (B)(6) 2016: normal uterus, normal endometrium; images compatible with essure observed in both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: the complete date of the essure insertion received, lab data were added and treatment drug provided. A new adverse event received: mirena was inserted in an essure user. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. She didn't present a personal relevant medical history. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), headache ("constant headaches"), arthralgia ("joint pain"), hypoaesthesia ("numbness of arms and legs"), back pain ("lower back pain"), muscle spasms ("hand cramps"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety") and allergy to metals ("contact allergy nickel sulphate"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (hysterectomy and double / salpingectomy (preserving her ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, headache, arthralgia, hypoaesthesia, back pain, muscle spasms, amnesia, depression, anxiety and allergy to metals had resolved. The reporter considered allergy to metals, amnesia, anxiety, arthralgia, back pain, depression, genital haemorrhage, headache, hypoaesthesia, muscle spasms, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. She didn't present a personal relevant medical history. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), headache ("constant headaches"), arthralgia ("joint pain"), hypoaesthesia ("numbness of arms and legs"), back pain ("lower back pain"), muscle spasms ("hand cramps"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dermatitis contact ("contact allergy nickel sulphate") and menorrhagia ("menorrhagia"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with surgery (hysterectomy and double / salpingectomy (preserving her ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, headache, arthralgia, hypoaesthesia, back pain, muscle spasms, amnesia, depression, anxiety and dermatitis contact had resolved and the menorrhagia outcome was unknown. The reporter considered amnesia, anxiety, arthralgia, back pain, depression, dermatitis contact, genital haemorrhage, headache, hypoaesthesia, menorrhagia, muscle spasms, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report